Event description:
The customer contacted baxter's technical service center (tsc) because the home patient (hp) had a therapy question. The hp states that the patient line overflowed a bit and wondering if setup still good to use. The hp stated that the pull ring cap was still on end of patient line. The baxter technical service representative (tsr) explained that the setup was still sterile. The hp connected and started the therapy. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted cg on (B)(6) 2011 regarding the alarm. The cg reported that the issue was resolved, but she did not know the cause of the over prime. The cg said that she does not stack the home patient's (hp) bag and the patient line is in the correct spot on the organizer. Per cg, she had spoken to the nurse regarding the over prime and the nurse was okay with the cg using the same supplies because the patient line was still capped off. Per cg, the hp did not have any injury or harm as a result of this incident. The cg stated that the hp was doing fine and continuing therapy without issues. The cg stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample, therefore, the root cause was undetermined.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.